Event description:
On (B)(6) 2009, the pt reported receiving an e4 (occlusion) error while attempting to bolus. The infusion tubing had been in use for 1 day. He stated he changes the infusion site every 3 days. When the error occurred he disconnected from the infusion site and primed without error. He changed the infusion site and reconnected the infusion tubing and e4 was displayed again. He stated that he changed the infusion site 3 times. One infusion set cannula was bent upon removal. He was educated on proper infusion site insertion. He inserted a new infusion site and bolused without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt was sent info on infusion site management and an infusion set insertion device. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.